Event description:
Follow up information obtained identified the patient's scs ipg was replaced with a new one. The reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged his scs ipg in over 45 days. Subsequently, the patient stated he attempted to charge the ipg but the charger was unable to locate the ipg. A new charger antenna was sent to patient for additional troubleshooting, however the issue persisted. Follow up identified a company representative met with the patient and was unable to communicate with the patient's scs ipg and external devices. The representative determined the patient's scs ipg was inoperable. Surgical intervention may be taken as the next course of action.